Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge and aux failures. Field service engineer confirm that there was no issue with the machine. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge not detected on bus and aux failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.